Event description:
It was reported that fluctuating pacing lead impedances to high and out of range, were observed. High readings were not reproduced via provocative testing. It was discovered that there were body fluids in the lead connector. Connector was cleaned and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.